Event description:
It was reported that pump was difficult to charge because charging port was exposed, and pump could not be replaced or repaired. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional actions or outcomes were documented.